Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-07192. Follow-up identified the patient underwent a trial procedure on (B)(6) 2018, which is currently ongoing.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-07192. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-07192. Follow-up identified the plan was to perform a trial procedure on the patient.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-07192. It was reported the patient experienced pocket stimulation. X-ray images confirmed the patient's leads migrated to the ipg pocket site. Surgical intervention may be undertaken to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-07192. Follow-up identified the patient had a successful trial. Surgery remains pending to remove the implanted pns leads. The patient's system is currently turned off.